Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there were two instances with this suture code and lot number. One needle was bent and the tip of the other needle broke off while suturing soft tissue. In the case where the needle tip broke and could not found the tip, xray was done on patient but still it could not found. Eventually they found the tip on the floor. And this took at least 30 minutes of additional or time.